Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) of this code batch. There are no units in our stock. On 30,07,2020 we have received 10 open samples (unused) thread is still wound on the pack. 4 of the units are monosyn undyed 3/0 70cm ds24 as stated in the rcp. 6 of the units in the rcp pack indicate monosyn undyed 3/0 70cm ds24 and the support indicate monosyn undyed 4/0 45cm ds19 and the suture is monosyn undyed 4/0 45cm ds19. On 13,08,2020 we received 1017 units, 1014 closed and 3 open units, all correspond to the product labeled. Several tests have been carried out in the packaging machine and we have not been able to determine the root cause of this mix-up. Both orders were packed one after the other but the current security system of the machine does not allow to mix-up in the orders. The vision system sorts out the non-conforming units. The most probable cause is a human factor operation outside of the procedures established at the time of the manufacture of these batches in 2017, which to date have not been reproduced, since all the on-line and automatic controls of machine and self-controls during the process have been able to rule out the mix up. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn product. The customer reported that the outer pack mentioned monosyn usp 3/0 suture but when the pack is opened there is a monosyn usp 4/0 suture. Out of six pieces from the ten pieces invoiced to a veterinary clinic. The event occurred prior to use, there is no patient involvement.